Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: adenosine testing after second-generation balloon devices (cryothermal and laser) mediated pulmonary vein ablation for atrial fibrillation. Circulationj interv card electrophysiol 2014;41(1):91-7 .

Event description:
The literature publication reported the following patient complications during a cryo ablation procedure: multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. There was one (1) patient that experienced a hematoma, three (3) patients had a phrenic nerve injury that recovered within six months and one (1) patient had gastroparesis that was medically managed. The status/location of the devices were unknown. No further patient complications have been reported as a result of this event.